Event description:
At 8.5 months post uae pt continues to have loss of orgasm, loss of ovarian function, pelvic pain, nausea, and pressure in the navel. Menstrual bleeding is improved however pt states "the price I paid was far worse than the fibroids themselves."